Event description:
A physician reported that with the use an ophthalmic phacoemulsification handpiece patient experienced toxic anterior segment syndrome (tass) after surgery. Procedure details were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the information received following submission of the initial report, it was clarified that the unspecified phacoemulsification handpiece is not suspected for the reported event. The updated report for the suspected handpiece has been submitted under mfg report num. 2028159-2023-00198. No further reports will be scheduled under mfg report num. 2028159-2023-00199. The manufacturer internal reference number is: (B)(4).